Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's battery would not power up his monitor. The patient was issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was investigated. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to drained battery cells. The battery cells were drained and unable to be recharged. The root cause for the drained cells could not be positively identified, but was likely aging of the battery pack. No adverse event resulted from the drained battery cells. The patient received a replacement battery pack.